Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed 2 controller power up and motor starts on (B)(6) 2017 at 21:59:46 and on (B)(6) 2017 at 13:02:58. A third power up event was logged on (B)(6) 2017 at 10:28:50 with no motor start event due a disconnection of the driveline. The power sources before and after the loss of power could not be determined since data file covering the power-up events is not available. Failure analysis of the returned device revealed that the device passed visual examination but failed functional testing; the "no power" alarm failed to sound when both power sources were disconnected. Evaluation of the internal nickel-metal hydride (nimh) battery revealed signs of leakage. As a result, the most likely root cause of the reported event can be attributed to a faulty internal nimh battery. Heartware has opened an investigation to evaluate "no power" audible alarm failures. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It was reported from the site that the patient states that the nurse was changing power sources and both became disconnected and the patients wife was present at the time and confirms this incident. It was stated that the patients state of mind was intact and that this had never happen before. It was further stated that there were no loose or damaged controller connection and no issues with the power sources. Patient was stated to have been on alternating current (ac) adapter and a battery. No equipment will be returned and it is in the patients possession. The reconnection to the controller resolved the issue. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the ventricular assist device (vad) coordinator that the patient was at the rehab facility and the nurse noticed that the patient power sources were disconnected. Nurse told the vad coordinator that the no-power alarm did not "make a noise." Patient was sent to the vad clinic and the controller was exchanged for a new controller. It was stated that the patient experienced dizziness when event occurred. No additional information available.